Event description:
The drain broke while being removed, leaving a portion of the drain in the patient. Patient needed to undergo a second surgical procedure under spinal anesthesia to remove drain segment.

Manufacturer narrative:
Unfortunately, the actual product involved in this incident was not returned for our investigation, therefore, we are unable to determine the exact cause for the reported issue. A lot number was also unavailable and therefore, a review of the device history record could not be performed. Wound drains will perform as intended as long as they are used according to the instructions for use (IFU). "To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow steady pressure. Excessive force may result in breakage. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage." We will continue to monitor trends.